Manufacturer narrative:
While this device has gained initial PMA approval,it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. Currently, the serial number and the product code were not communicated by the customer. Follow-up reports will be submitted once the serial number and product code known.

Event description:
The customer reported the explantation of an oticon medical cochlear implant. The reasons for the explantation have not been provided. The customer has not provided the product code nor the serial number of the device concerned.

Manufacturer narrative:
At the time of the initial emdr report, the serial number and the type of the device involved in the subject event were not known to us. In the meantime, this information was received, and it appears that the cochlear implant involved in this complaint is in fact a "digisonic sp", product code I-sp-sd, serial number (B)(6). This device is not approved for distribution in the us, it has not gained initial PMA approval, and it is not same or similar to a device approved for distribution in the us. Digisonic sp devices have not been commercialized, imported or sold in the us and no implantations have been performed. Therefore the reported event is in fact not reportable, and the initial emdr report was submitted by mistake due to a lack of information. This follow-up emdr should be considered as a closure report, and no further communication will be sent to the FDA regarding this event.

Event description:
The customer reported the explantation of an oticon medical cochlear implant. The customer reported a device failure (with translation).